Event description:
Plunger would not depress to administer the vaccine. The staff member removed the needle from the patient's arm and attempted to expel the vaccine and was successful. The vaccine was administered. Patient required two sticks to have the vaccine administered.